Event description:
Patient presented to our ed on (B)(6) 2018 with fever and sepsis. He had blood cultures drawn which grew serratia marcescens. Patient was admitted for IV antibiotics and close monitoring. Patient recovered and was discharged (B)(6). Therapy start date: (B)(6) 2018. Therapy end date: (B)(6) 2018. Diagnosis or reason for use: heplock of central venous catheter (mediport) upon deaccess.